Manufacturer narrative:
In the original submission a type was detected. There is no death involved in this event. The claim is reported for a non-osseointegrated implant with no patient injury. This report is a correction from the initial report dated 07/17/2020.

Event description:
Loss of osseointegration.

Event description:
Loss of osseointegration (dental implant).